Manufacturer narrative:
This report is submitted on october 1, 2021.

Event description:
It was reported the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.